Event description:
Pt was simulated for pelvic xrt w/rectal balloon. Balloon was inflated but did not hold through CT scan. Wasn't noticed until dr went to draw contours for plan. Therefore dr ordered new CT scan to be performed again with new rectal balloon delaying pt's treatment. Per staff, question if defect was in balloon or glue where tip attaches.